Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device alarmed false downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed force sensor. The force sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device received a false downstream occlusion during idea testing. No additional information is available.